Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, femur plate, right, 9 holes, 246 mm on the right side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2017 due to plate fracture.

Manufacturer narrative:
Concomitant medical products: ncb, cancellous screw, 5.0 mm, 32 mm, 60 mm, item#: 0203152060, lot#: unknown. Ncb, cancellous screw, 5.0 mm, 32 mm, 50 mm, item#: 0203152050, lot#: unknown. Ncb, screw, 5.0, 44 mm, item#: 0203150044 lot#: unknown. Ncb, screw, 5.0, 38 mm, item#: 0203150038 lot#: unknown. Ncb, screw, 5.0, 36 mm, item#: 0203150036 lot#: unknown. Ncb, locking cap, item#: 0203150300 lot#: unknown. Trend analysis: no trend considering the following event is identified: fractured plate DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: the ncb plate was revised after approx. 16 months in vivo due to a fracture of the plate just above where the initial bone fracture was located. Review of received data: x-ray analysis: only the x-rays relevant to the case were included in the report. Radiological examination of the lower limbs, taken on (B)(6) 2016 show a multi-fragmented and dislocated supracondylar fracture of the femur with existing hip and knee arthroplasties. X-rays taken dated (B)(6) 2017 show the situation after the reposition of the fracture with an external fixator. No obvious observation relevant to the case can be made on the x-rays. Images were received that were taken on (B)(6) 2016 and show the situation during and after the implantation of the ncb plate. Some of the pictures were image identifiers that are most likely used to identify the placement of the screws during the surgery, these were not included into the report. Follow-up x-rays over the time of (B)(6) 2016 and (B)(6) 2016 were received. When comparing the comparable x-ray views of the three possible dates ((B)(6) 2016) no obvious signs of bone fusion can be observed. Approximately 11 months later, x-rays taken on (B)(6) 2017 show the plate broken just above where the initial bone fracture was located. As there are no follow-up x-rays available within these 11 months the situation regarding the bone fracture cannot be evaluated. No further statement can be done. Images taken with an image identifier were received dated november 09, 2017 which were most likely used during the surgery that was performed on the same date to explant the broken ncb plate. Nothing conspicuous can be observed which could add to the current case. Further x-rays were received dated november 10, 2017 and november 20, 2017 showing the postoperative follow-up of the newly implanted plate. These images are not relevant to the current case and are therefore not added into the report. Review of surgical notes: the surgical notes dated (B)(6) 2016 states the osteosynthesis of the fracture with an external fixator. The patient has a peri-prosthetic fracture of the femur so that the indication for a complete stabilization with an external fixator is given. The screw position and installation of the hoffmann ii fixator is checked with image intensifier, the fracture is stable repositioned. The indication for surgery, dated (B)(6) 2016, is given as the patient has a periprosthetic fracture between knee tep and hip tep. Due to the size of the femoral shield, is not possible to enter the knee through the 4cm incision with the attempt to place a retrograde nail. A 10 cm long skin incision starting from the joint gap to proximal is performed, the vastus lateralis is prepared and the femur anatomically reduced. The plate is placed distally at the height of the femoral shield and fixed with angle-stable anchoring screws. In the course of further screws are placed, as far as possible angle stable, which hold in place some of the individual fracture fragments. The fracture is otherwise stably reduced. Devices examination: visual examination: the broken ncb plate, 10 screws and 4 locking caps were received for investigation. The visual examination shows that the plate breakage is located through the seventh hole seen from proximal. The fracture surfaces appear to be smooth and slight beach marks can only be observed under certain light conditions. A clear origin of the fracture cannot be identified. As far as visible no defects that could have triggered or favored the fracture could be found on the fracture surfaces. The received screws and locking caps do not show any relevant damage or deformation. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting. Not possible, no signs of notching / fretting found during investigation. Breakage of implant due to inadequate implant design & material (fatique strength - lifetime of the device). Not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible, no signs of corrosion. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible, no information provided regarding an implantation issue. Breakage of implant due to wrong interpretation of x-ray template for dimensions. Not possible, no information provided regarding an interpretation issue of x-ray template. Breakage of implant due to user perform inadequate force to the plate. Possible, it could be that the user performed inadequate force. Breakage of implant due to user define incorrect placement of the spacers and plate. Not possible, no spacers were used. Breakage of the implant due to user performs inadequate forces to the plate. Possible, it could be that the user performed inadequate force. Breakage of the implant due to user perform improper handling of the plate during insertion. Possible, as the effective handling during implantation is out of zb control. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, it is possible that wrong/ incomplete information about limitation and postoperative restriction. Breakage of the implant due to patient do not follow the postoperative protocol. Possible, it is possible that the patient did not follow the protocol and therefore the plate was over stressed. Breakage of the implant due to patient do not follow the postoperative protocol. Possible, it is possible that the patient did not follow the protocol and therefore the plate was over stressed. Conclusion: the ncb plate was revised after approx. 16 months in vivo due to a fracture of the plate just above where the initial bone fracture was located. The structures of the fracture surfaces of the plate indicate a fatigue fracture. It could be assumed that it came to an overload of the plate which led to the fatigue fracture. The overload could have been influenced by a possibly not properly fused bone fracture. However, the situation regarding the bone fracture in the 11 months before the fracture of the plate remains unknown due to the missing x-rays. Other influencing factors e.g. Patient behaviour or fall, which may have contributed to the overload of the plate are unknown. However, an exact root cause for the fracture could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).